Event description:
The high speed motor system separated from the air supply hose during the surgical procedure. Upon separation, a small plastic component fell to the surgical site, requiring surgical removal. The surgeon indicated that no injuries occurred to the patient as a result of this incident.